Event description:
Reportable based on analysis completed on 13nov2014. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). The 38 x 3.50mm taxus¿ liberté¿ long drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The procedure was completed with a different device and the patient's status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 245mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer found a kink 30mm distal from the port. The kink was likely cause by excessive force being exerted on the device shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).